Event description:
During generator replacement surgery, the surgeon replaced the generator and found that there was a problem with the lead. Upon examination, he noted an area of the lead wire which had been fractured. The surgeon then replaced the lead as well. The cause of the apparent lead failure has not been associated.